Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and three photographs provided by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation revealed an open trace on the bldc board for the selector motor through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during inspection in hospital after cleaning. When the battery pack was inserted into the handle, the handle indicator flushed green and the status indicator became illuminated blue. Replaced the battery and 10 times tried, but it was same condition. This was indication of calibration error, but this device is usable more than (B)(4) times.